Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them the device was removed but five inches of the wire remained as it could not be removed. The indication for use was failed back surgery syndrome. No patient symptoms reported.